Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a longitudinal tear on the balloon, approx 5.5mm from the balloon proximal tip. The review of the lhr (lot f1328902) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported that the pt's artery was very calcified. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site.

Event description:
The following ino was reported by the aci sales rep: post angiogram the physician attempted to utilize a mynxgrip (6f/7f) vascular closure device and was unable to do so. I entered room when he began to pull back to the arteriotomy and the sheath and the mynx device was removed and manual compression applied for 15 minutes. After making sure the pt was okay, I began to investigate. The artery was very calcified. The tech assured me that the balloon was prepped before being inserted and it held pressure.